Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn -(B)(6).

Manufacturer narrative:
Sample inspection: pump module (B)(6) was received with instrument seal intact. Both iuis were observed to be in good condition. Internal inspection observed the bezel assembly to be the original factory installed with date code november 2014. Log analysis results: pump module (B)(6) and the returned pcu were not used together on 03 march 2021 and the pump module event logs does not contain information from 03 march 2021. The last time pump module was used was on 22 march 2021 from 7:05 am to 10:33 am. No errors or malfunctions recorded on the pump module event logs. Test results: functional testing performed on pump module(B)(6) observed no anomalies or malfunctions and the device was found to be in specification for rate accuracy. Test methods: ¿ timed rate accuracy test method (dir 10000360036) was performed on the returned source devices. Device history review: a review of the device history record showed the device had a manufacture date of 01/30/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customers complaint of under infusion was not determined. Laboratory testing did not confirm any functional issues with the returned pump module. The customers reported issue of under infusion was not reproduced during testing. ¿ functional testing performed on the returned pump module (B)(6) observed the device to be in specification for rate accuracy. ¿ pump module (B)(6) and the returned pcu device were not used together on 03 march 2021 and the pump module event logs does not contain information from 03 march 2021. ¿ no errors or malfunctions recorded on the pump module event logs. ¿ inspection of the device observed no anomalies with the pump module ¿ the device was being used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that "all of the devices were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. "Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn (B)(4).

Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn (B)(6).